Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing and pacing capture threshold in the rv (right ventricle) was rising. Ventricular capture management trend shows average rv lead threshold began rising in (B)(6) 2014 from an approximate baseline of 0.5v up to 1.5v by (B)(6) 2014. Automatic lead diagnostics shows ventricular lead impedance decreased from approximate baseline of 550 ohms to average of 370 ohms. Concomitant medical products: 407645, lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished r waves and a slight decrease in impedance. Also, the threshold has increased. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.